Manufacturer narrative:
The alarm trace did not contain a conspicuous event. It was found that the customer allows patient samples to clot for 15 minutes prior to centrifuging them, which is too short. It was also found that the customer uses a fixed angle rotor centrifuge, which is not recommended for separator tubes. The investigation found that the patient sample appeared turbid with red debris at the separation border. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient sample on a cobas 6000 e601 module. The initial troponin result was 273.7 ng/l. The doctor questioned the result as it did not match the patient's clinical picture and the customer repeated the sample. The sample was recentrifuged and repeated and the result was 4.88 ng/l. The sample was repeated again and the result was 4.43 ng/l. A repeat result of 4.13 ng/l was also provided but was unclear if accurate. Clarification has been requested the repeat results were deemed correct,